Manufacturer narrative:
Other relevant device(s) are: model: 9735546. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem was having communication issues with the navigation system. Rebooting the system did not resolve the issue. However, once reseating the communication cable, the issue was corrected, and the system functioned as intended once again. There was less then an hour delay to the procedure and there was no reported impact on the patient¿s outcome due to this issue.